Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed by the review of x-rays. Radiographs review confirms that there is dislocation of femoral component of the left total hip arthroplasty. Device history record (DHR) reviewed was unable to be performed as t the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event: 2003 concomitant medical products: part #unknown / unknown liner / lot # unknown. Part #unknown / unknown cup/ lot # unknown. Part #unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01787.

Event description:
It was reported that the patient underwent a hip arthroplasty 17 years ago. Subsequently, the patient is being considered for a revision on an unknown date due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.